Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedures in 1997, 2001 and 2004 due to dislocation. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The biomet modular head and competitor acetabular cup were removed and replaced with a biomet modular head and competitor acetabular cup. Review of invoice history could not confirm the previous revision procedures were of biomet product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - 2004. PMA/510(k) number. Manufacture date ¿ unknown.